Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was encountered and the device failed to cross the lesion. The device was completely removed from the patient and upon inspection, the proximal portion of the stent was found to be deformed. The procedure was completed with another 3.00 x 32 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.